Event description:
It was reported that the patient had a catheter placed on (B)(6). On (B)(6), the catheter was found broken. It was stated the broken portion has not been found yet.

Event description:
It was reported that the patient had a catheter placed on september 22. On september 28, the catheter was found broken. It was stated the broken portion has not been found yet.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0881 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a catheter placed on september 22. On september 28, the catheter was found broken. It was stated the broken portion has not been found yet.